Event description:
It was reported that an ilet user experienced hyperglycemia despite a recent supply and site change, with the pump displaying 82 units remaining and a transient drop in glucose followed by continued elevated readings; the pump suspended insulin delivery in response to a downward trend, and the user expressed concern about infusion site placement near a blood vessel and the duration of insulin action. Symptoms included feeling unwell as described by the user. Outcomes included no reported medical intervention or hospitalization. Investigation included a review of device behavior and user-reported blood glucose information, as well as troubleshooting and education regarding pump operation. Investigation of this case revealed no confirmed device malfunction, with device logs indicating automated insulin suspension in response to glucose dynamics consistent with expected system behavior, while the exact cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.